Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an occlusion treatment, the subject guidewire and microcatheter were delivered into the v4 segment of the ventriculoarterial. At the target site, the physician attempted to use the torque device to manipulate the proximal section of the subject guidewire. However, under the digital subtraction angiography, there was no movement of subject guidewire and on checking again its tip was found fractured inside the vessel. The physician used a balloon catheter as a snare device to extract the broken tip, but he was not successful. It was reported that the procedure was prolonged for 60 minutes and the patient's anatomy was moderately tortuous. The procedure was not completed successfully because the overall prognosis of the patient was not good. There is no additional surgery planned at the moment and current condition of the patient is unknown.

Manufacturer narrative:
B5 executive summary - updated. F10 / h6 health effect - clinical code - updated.

Event description:
It was reported that during an occlusion treatment, the subject guidewire and microcatheter were delivered into the v4 segment of the ventriculoarterial. At the target site, the physician attempted to use the torque device to manipulate the proximal section of the subject guidewire. However, under the digital subtraction angiography, there was no movement of subject guidewire and on checking again its tip was found fractured inside the vessel. The physician used a balloon catheter as a snare device to extract the broken tip, but he was not successful. It was reported that the procedure was prolonged for 60 minutes and the patient's anatomy was moderately tortuous. The procedure was not completed successfully because the overall prognosis of the patient was not good. There is no additional surgery planned at the moment and current condition of the patient is unknown. Additional information received on 05 nov 2021: reported that the patient's current condition was disoriented and has limited physical activity. No further information is available.

Event description:
It was reported that during an occlusion treatment, the subject guidewire and microcatheter were delivered into the v4 segment of the ventriculoarterial. At the target site, the physician attempted to use the torque device to manipulate the proximal section of the subject guidewire. However, under the digital subtraction angiography, there was no movement of subject guidewire and on checking again its tip was found fractured inside the vessel. The physician used a balloon catheter as a snare device to extract the broken tip, but he was not successful. It was reported that the procedure was prolonged for 60 minutes and the patient's anatomy was moderately tortuous. The procedure was not completed successfully because the overall prognosis of the patient was not good. There is no additional surgery planned at the moment and current condition of the patient is unknown. Additional information received on 05 nov 2021reported that the patient's current condition was disoriented and has limited physical activity. No further information is available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspection were not performed because the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient. The device was prepared for use as per the directions for use, there was no resistance encountered removing the guidewire from the dispenser hoop, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. The torque device could be tightened and loosened as required. There were no other difficulties encountered during the usage of the device that could have contributed to the issue, the guidewire tip was not shaped. There was no friction/resistance encountered during the procedure as the micro-conducting wire notices friction at the distal tip when leading the micro-conductor upstream. Force was used to overcome the resistance. There was a surgical delay of 60 minutes and a medical intervention was performed using a balloon catheter post-procedure, to remove the broken guidewire fragment. The balloon catheter had not been planned to use in the procedure. There were adverse consequences to the patient reported as the fractured guidewire was left in the patient's vessel and could not be taken out. The patient was negatively impacted by the surgical delay. This is a patient with acute ischemic stroke, and no follow-up treatment was given due to the rupture of the micro-guide wire. The overall prognosis of the patient is not good. The patient it disoriented and limited physical activity. There is no additional surgery planned for the acute ischemic stroke. There was no post-procedure issue reported due to the broken fragment at the moment. There is no additional surgery planned to retrieve the broken fragment at the moment. It is unknown what is the patient's current condition. No serious public health has occurred. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported ¿ guidewire distal tip broken/fractured during use¿, ¿un-retrieved device fragments¿ and ¿guidewire distal end friction¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.